Event description:
A product liability claim was raised. It was reported that the patient was implanted a biolox option hd/adpt, 12/14, 32 x 0 on the right side on (B)(6) 2013. The patient was revised on (B)(6) 2013 due to infection. It was stated that the patient underwent an "I and d" with liner and head exchanged.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, no amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).